Event description:
On (B)(6) 2010, the pt reported e4 (occlusion) error was displayed on the infusion device while attempting to bolus for lunch and again at dinner. He stated that at lunch time, he confirmed the error and did not troubleshoot. He was assisted in reviewing his bolus history and he rec'd 4.3 units of the intended 14 units. Due to this, his blood glucose elevated to 295 mg/dl. He was instructed to disconnect from the infusion site and he primed without error. The infusion site had been in place for 3 days. He was instructed to change the infusion site and he bolused 10 units of insulin. Upon follow up on (B)(6) 2010, the pt stated his blood glucose has decreased. The pt's normal blood glucose range is 120-130 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.